Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The condition in which the pump would not auto restart after alarming 'downstream occlusion' was confirmed through baxter functionality testing, as well as reproduced through further testing while running a test set. This condition was determined to have been caused by elevated current readings from the downstream sensor with a fluid filled set. The unit was reworked and calibrated per baxter's service procedure.

Event description:
During baxter's functionality testing, a spectrum pump would not auto restart after going into a 'downstream occlusion' alarm. The pump alarmed within the specified pressure range during the downstream occlusion portion of testing, however, the alarm was unable to be cleared. There was no pt involvement.